Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, genital haemorrhage and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage and perforation to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 12-jul-2018: the case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, genital haemorrhage and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.